Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the load sequence and that a malfunction alarm occurred. Reportedly the pump was submerged in water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.